Manufacturer narrative:
Immucor was unable to complete the investigation because inadequate information and access was provided. (B)(4).

Event description:
On 03apr2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.